Event description:
Device 1 of 2. Please see MFR report #1627487-2010-01979 for device 2. On (B)(6)2010, the patient was implanted with an scs system. The patient can no longer feel stimulation. All impedances are 150-200 ohm except contact 9 which is around 500 ohm. The leads are cervically placed and retrograde. The representative got an x-ray to look for lead migration or lead pull out. On (B)(6)2010, the patient was revised as the leads had migrated. The existing leads were used and nothing was removed or replaced.

Manufacturer narrative:
Device evaluation 1 of 2. Please see MFR report #1627487-2010-01979 for evaluation of device 2. The device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.